Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly during normal use. Customer's blood glucose was 145 mg/dl. The customer stated frequently no or intermittent response by button press (all button). The customer stated that the device was not dropped or exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button dome switch. The keypad connector was fully locked. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.